Event description:
It was reported that the patient lost therapeutic effect and was very dyskinetic following the replacement of her implantable neurostimulators (ins). There were no reported falls or traumas, and movement did not cause stimulation changes. The patient confirmed that the right ins was turned on, but was unable to communicate with the left ins. Additional information received reported that left side impedances were all in normal range, but high impedances were seen on the right side case combinations. All bipolar combinations were in range. The patient was reprogrammed to use the bipolar pairs. The patient later had her voltage increased twice and thought it was too high, leading her to shut the device down. The devices were later turned back on and set to the original voltage, with the left side slightly increased. It was noted that the patient also had her medications increased. It was reported that the patient was managing fine and doing better.

Manufacturer narrative:
Neurostimulator model 37602, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3387-40, lot # j0110810v, implanted: (B)(6) 2001, explanted: na; lead model 3387-40, lot # j0110741v, implanted: (B)(6) 2001, explanted: na; extension model 7495-60, serial # (B)(4), implanted: (B)(6) 2001, explanted: na; extension model 7495-60, serial # (B)(4), implanted: (B)(6) 2001, explanted: na.